Manufacturer narrative:
The insulin pump passed the self test, reset error test and the displacement test. No unexpected reset error alarms were noted. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.